Manufacturer narrative:
Updated fields: d9 (device available for eval, return to manufacture date), h6 (type of investigation, investigation findings, component codes, investigation conclusions). Additional information: contact person name: (B)(4). Contact person e-mail address: (B)(4). Contact department: biomed contact person phone number: (B)(4). Contact person occupation: biomedical engineer. It was reported that during preventive maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) had ac cord with exposed wires. A getinge field service engineer (fse) found ac cord insulation jacket broken, with wires exposed. Replaced ac cord reel. Replaced cart power supply as a precaution. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The failure analysis and testing dept. Received the following parts associated with this complaint ac cord reel and cart power supply. These parts were received with a reported issue of a tear in the ac power cord. The fat performed a visual inspection and found cart power supply to be in good condition. Ac cord reel had a tear in the cord. The fat installed the cart power supply into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. Tested with no issues. Due to the damage and the risk to the cardiosave test fixture, ac cord reel will not be installed. Fat was able to verify the reported issue of the tear in the ac cord. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit ac cord insulation jacket broken, with wires exposed. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.